Manufacturer narrative:
The follow up report is issued as nobel biocare became aware of new information regarding the mat. Number, 510k licenses, which was updated and unknown at the date of initial submission.

Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate